Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was hospitalized on (B)(6) 2017 with a blood glucose (bg) level of 527 mg/dl and diabetic ketoacidosis. The user addressed bg level with boluses and the user was treated with intravenous insulin while hospitalized. Reportedly, the luer lock connection was not connected tightly. The user successfully tightened the luer lock connection. The user was released from the hospital on (B)(6) 2017.